Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not charge and displayed a solid green light while on the charger, the screen remained black for hours, the device could not be force restarted, and the charger blinked twice when connected; the user switched to backup therapy, and the pump was replaced. Symptoms included no reported clinical symptoms despite a reported blood glucose up to 500 mg/dl. Outcomes included transient hyperglycemia without medical intervention or assistance. Investigation included customer interview and troubleshooting guidance. Investigation of this device revealed a device power or charging malfunction consistent with battery depletion or charging failure affecting the pump¿s display and operation, with no alerts generated and the affected component associated with the power/charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device analysis.